Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.

Event description:
Complainant alleged that during training by the distributor, the device displayed "pacer fault 116," "defib fault 72," and "defib disabled" massages. Complainant indicated that there was no pt involvement in the reported malfunction.